Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The cartridge was received sterile and in good visual condition. Upon functional testing of the device, the instrument loaded, retained and deployed clips as intended over suture. The clips were formed as intended and met manufacturing requirements.

Event description:
It was reported that the patient underwent a partial mastectomy on (B)(6) 2016 and suture clips were used to secure suture. During the procedure, the suture clips were not able to attach to the suture. The procedure was completed with another like device. There was no patient consequence reported. No further information is available